Manufacturer narrative:
Reported event: an event regarding tibial overhang involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 046 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial overhang. There were other reported events (actions 63, 667, 778, and 3283). Conclusion: the pre-op session and log data for the case was reviewed. An analysis of the crisis errors and warnings, preoperative plan, and segmentation was completed. Per mps the intra-operative session file was no longer available on the system. From the available data there is no indication of tibial overhang. No system malfunction or user error is suspected.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, after completing all burring, the surgeon noticed that the trial tibial baseplate overhung the front of the tibia by a few mm. The surgeon freehanded the burr holes with a midas rex and was able to translate the tibial baseplate to the appropriate location. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, after completing all burring, the surgeon noticed that the trial tibial baseplate overhung the front of the tibia by a few mm. The surgeon freehanded the burr holes with a midas rex and was able to translate the tibial baseplate to the appropriate location. The case was completed successfully.